Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and no reflow event occurred. The stenting treatment procedure treated a "hard" lesion located in the left anterior descending artery. An unspecified stent was placed and a 3.0x15mm quantum apex balloon was advanced for post dilation, but the balloon ruptured at lower than normal pressure. After the balloon rupture, there was no reflow in the vessel. An additional unspecified stent was placed to successfully treat the no reflow event. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex balloon catheter was received with no original packaging or other devices. When positive pressure was applied with an inflation device filled with water, water emitted from a longitudinal tear in the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and no reflow event occurred. The stenting treatment procedure treated a "hard" lesion located in the left anterior descending artery. An unspecified stent was placed and a 3.0x15mm quantum apex balloon was advanced for post dilation, but the balloon ruptured at lower than normal pressure. After the balloon rupture, there was no reflow in the vessel. An additional unspecified stent was placed to successfully treat the no reflow event. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(6). (B)(4).